Event description:
A customer contacted stryker to report that support legs on their device are worn and detaching from the backplate. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section g is updated. After replacing angle shafts and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the worn support leg assembly.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that support legs on their device are worn and detaching from the backplate. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.